Manufacturer narrative:
Not returned to manufacturer.

Event description:
A customer in (B)(6) notified biomérieux of (B)(6) results in association with vidas® (B)(6) (reference 30205) lot 1005685430. The patient is a woman, pregnant as of (B)(6) 2017, with (B)(6) results. On (B)(6) 2017, patient sample was tested and (B)(6) result at 0.60 was obtained. On (B)(6) 2017, the patient's sample was retested three times and obtained (B)(6) results at 1.06, 1.02 and 1.04. The sample was sent to biomnis for confirmation, and biomnis gave a (B)(6) result. A (B)(6) avidity test was performed and a obtained low avidity result. The (B)(6) result from (B)(6) 2017 was reported to the physician. There is no indication or report from the laboratory that the discrepant result led to any adverse event related to the patient's state of health. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
A customer in (B)(6) notified biomérieux of false negative results in association with vidas® cmv igm (reference 30205) lot 1005685430. The customer submitted three boxes of lot 1005685430 and one serum sample for evaluation. An investigation was performed. The customer's reported results were: lot 1005690270: 1.28 tv (positive). Lot 1005685430: 0.60 tv (negative), 1.06 tv (positive), 1.04 tv (positive). A review of quality records showed no anomaly related to the lot. The analysis of the control chart for five (5) internal samples on nine (9) different batches of vidas® cmvm, showed that vidas® cmv igm lot 1005685430 was in the trend of the other batches. Cm34 : range : 1.84 (1,32-2,36) : result : 1.65 tv; cm26 : range : 1.27 (0,90-1,64) : result : 1.01 tv; cm29 : range : 2.08 (1,50-2,66) : result : 1.87 tv; cm104 : range : 1.07 (0,75-1,39) : result : 0.82 tv; cm15 : range : 0.31 (0,17-0,45) : result : 0.26 tv. These 5 internal samples were tested on the retained kit of vidas® cmv igm lot 1005685430. Cm34 : range : 1.84 (1,32-2,36) : result : 1.7 tv; cm26 : range : 1.27 (0,90-1,64) : result : 1.13 tv; cm29 : range : 2.08 (1,50-2,66) : result : 1.86 tv; cm104 : range : 1.07 (0,75-1,39) : result : 0.85 tv; cm15 : range : 0.31 (0,17-0,45) : result : 0.29 tv. All the results were within the specifications and were similar to those obtained during the release of the batch vidas® cmv igm lot 1005685430. The return serum sample was tested on a retained kit and one returned kit of vidas® cmv igm lot 1005685430. The results were found positive for both kits: 1.15 tv (retain kit) and 1.16 tv (return kit) ; and similar to those obtained by the customer: 1.06 tv and1.04 tv. In addition, the return sample was tested with lot 1005690270 (used by the customer). The result was positive: 1.32 tv; similar to the customer result : 1.28 tv. The customer's false negative result was not reproduced. A repeatability test (26 tests) was performed with an internal sera to check vidas® cmv igm lot 1005685430 returned kit. All the results were within the range with a cv at 4.7 % (range < 10%). Since 2013, there is no increase of a sensitivity anomaly with vidas® cmvm. The sensitivity is next to 99.99 % (package insert : sensitivity: 90.24 %).